Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of pump resets on ac power through observation, but could not reproduce it during evaluation. Evaluation determined the cause to be a failed processor printed circuit board. The processor printed circuit board was replaced.

Event description:
It was reported that a spectrum pump resets when it is on ac power. It was also reported that there was no patient injury.